Event description:
It was reported that a user experienced a sensor pairing issue with a libre 3+ while using the ilet app, where the app continued trying to pair for approximately 15 minutes. Symptoms included no glucose data availability due to delayed pairing. Outcomes included temporary interruption of glucose data until the sensor was successfully started and began warm-up. Investigation included customer troubleshooting and education over the phone. Investigation of this case revealed that the sensor serial numbers matched, the sensor was rescanned, the app confirmed sensor start, and the sensor proceeded to warm-up, resolving the issue. It was concluded that the pairing failure was transient and resolved through user-guided troubleshooting without injury or medical intervention.